Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneously low result that did not fit the clinical picture for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory. The patient was pregnant in her 7th week of gestation. A urine pregnancy test was positive. On (B)(6) 2018 a new sample was obtained (11 weeks' gestation) and the initial result was 10000 with a data flag. The repeat result was 167,006 miu/ml. A urine pregnancy test was positive. The higher result was believed to be correct based on the patient's condition. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 28429200 with an expiration date of 28-feb-2019. Qc results were within the acceptable range on day each sample was run. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. Calibration signals were ok. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument nor reagent issue were identified.